Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. No tests/laboratory data was available. Other relevant history: no information was available. The implant or explant dates are not applicable to this device. No analysis performed as device was not returned.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral diagnostic procedure, the tip of the manufacturer's catheter device broke off in the patient. They were able to remove the device and use another same catheter device to complete the procedure. No patient injury occurred. Vessel iliac artery to aorta. Additional information obtained indicated the catheter was being used for diagnostic purposes. No damage was observed during prep. Device was not stuck. Separation occurred while advancing in the sfa (superficial femoral artery) in the sheath. All portions of device came out with the wire when devices were removed as a system. A guidewire and sheath were in use at time separation occurred. The instructions for use (IFU) cautions the catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. Do not handle the transducer. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process. This malfunction is being reported because there is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). During an internal review on 10 july 2018 it was observed an entry error was made in the serial number, lot number and UDI in the initial MDR. This report corrects the entry error. There are no other changes to the information reported or the conclusions provided in the initial report. No information available. Does not apply to this submission. Does not apply to this submission. : this MDR was originally submitted on 11 july 2018. Error messages were received from esg/webtrader and the submission was rejected. FDA helpdesks were consulted. This supplemental MDR is being resubmitted following the resolution. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This supplemental report is being submitted to correct an entry error in the serial number, lot number and UDI when the initial report was submitted.